Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tram flap. According to the reporter: there were several severed vessels instead of sealing the vessels. When the device was being released the vessels would tear. A new instrument was opened and procedure completed with no further complications.